Event description:
During a ptca / arthrotomy treatment procedure involving a 90% stenotic lesion in the mid-lad, the nc viva balloon ruptured at 12 atm's. The patient was asymptomatic during this event. The total number of inflations performed and number of atm's reached per inflation is unknown. It is noted that nc viva balloon was used to dilate, but not to deliver a stent; and that it was placed through the cell of a stent to reach the lesion requiring treatment. The introducer sheath, guidewire, guide catheter and inflation device sizes and types used are unknown. The nc viva balloon was discarded by the facility. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.